Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose 2 months prior with blood glucose of 19 mg/dl at the time of the incident. The customer was at 89 to 85 mg/dl at the time of the call. The customer was given glucagon and intravenous fluids to treat. The customer experienced symptoms such as loss of consciousness. The customer did not state if they were wearing the insulin pump during the incident. Troubleshooting was not completed. The customer also had a high of 1100 mg/dl and was hospitalized years prior but was not using a medtronic pump. The customer also had a high of 500 to 600 mg/dl with diabetic ketoacidosis and an infection. The insulin pump will not be returned for analysis.